Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is thailand. Blocks h3 & h6: the verrata 10185p was discarded at the facility, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verrata 10185p wire was used in a diagnostic coronary procedure with a prior coronary stent. After completing the ifr measurement, the physician noticed small paint scraps of coating were on her surgical glove. No portion of the device separated inside the patient. The patient was fine with no injury reported. This product problem is being submitted because the verrata coating material peeled off. There is a potential for harm if the malfunction were to recur.